Event description:
It was reported that during a da vinci hysterectomy procedure, the tenaculum forceps instrument was clamped down on the patient's uterus and could not be removed. The surgical procedure was converted to open surgical techniques. At the time the event occurred, the surgical staff contacted an intuitive surgical, inc. (Isi) technical support engineer (tse) for assistance. The tse instructed the surgical staff to select emergency stop to set the da vinci system into a fault state. While using the emergency release wrench, the surgical staff heard a snap and could not get the jaws of the tenaculum forceps instrument to open. The tse then instructed the surgical staff to use a laparoscopic instrument to open the jaws of the tenaculum forceps instrument. After releasing the instrument, the surgeon proceeded to convert the da vinci hysterectomy procedure to open surgical techniques. According to the tse, the surgeon made the decision to convert to open surgical techniques due to patient anatomy issues.

Manufacturer narrative:
The instrument was returned and evaluated. The customer reported failure mode of the instrument clamping down and not being able to be removed was not replicated nor confirmed. The instrument was placed on in-house system and driven. The instrument passed recognition and engagement testing. The instrument moved intuitively with full range of motion in all directions. The instrument grips opened and closed properly. An additional observation not reported by the site was that the instrument's main tube was found to have scratch marks/abrasions. The distal end of the instrument's main tube had various scratch marks with light material removal. The scratches were not aligned with the tube axis. The back end of the instrument was also inspected for damage to the input shaft that accepts the emergency release wrench. The input bearing on the top chassis was found to be dislodged from its normal position. Further evaluation showed the input shaft broken at the proximal end of the bearing. The fractured surfaces of the broken input shaft showed torsional crack lines, suggesting use of an emergency wrench likely contributed to the breakage. The instrument grips will not react to input wrench turning once the input shaft breaks. This complaint is being reported due to the following conclusion: the instrument was evaluated and found to have scratch marks/abrasions on the main tube. There is no indication, however, that the patient experienced a serious injury as a result of the reported event. Unrelated to the reported issue with the tenaculum forceps instrument, the surgeon made the decision to convert to open surgical techniques due to patient anatomy issues. The customer reported complaint does not itself constitute a MDR reportable event; however the reported malfunction if to recur could cause or contribute to an adverse event.